Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (500+ mg/dl). Customer was treated with intravenous fluids and released from the hospital the same day. Troubleshooting was performed and pump passed delivery system check.